Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a pin pushed back in the connector causing an e5 error code. The issue with the pin pushed back in the connector is from the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin which causes the e5 error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pin on the handpiece on the motor device was broken. During in-house engineering evaluation, it was observed that a pin was pushed back in the connector causing an intermittent e5 error code. The event was not reported to have occurred during surgery. There were no delays to a surgical procedure and a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.